Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched.

Event description:
It was reported during initial implant that the lead would not pass through the coronary sinus area easily. The lead was attempted, but not used. A different lead was implanted. There were no patient complications reported as a result of this event.